Event description:
It was reported that stent damage occurred. The 80% stenosed, 24mm in length, 3.0mm vessel diameter target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal end of the stent struts were lifted up due to the scratch with the middle of lad. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system catheter was returned for analysis. An examination of the crimped stent identified that the stent was kinked in teh middle to distal region and stent struts were lifted from crimped position in the distal half of the stent. Also, stent struts in the proximal half of the stent were lifted from their crimped positions. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found a kink 205mm proximal to the distal tip. An examination of the tip found no issues. No other issues were identified with the device.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 24mm in length, 3.0mm vessel diameter target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal end of the stent struts were lifted up due to the scratch with the middle of lad. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.